Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The front panel was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that the front bedside panel was broken. There was no patient involvement.

Manufacturer narrative:
Additional information was received that the issue was identified in the plexiglass , while the latch was functioning correctly. There was no reportable malfunction.